Event description:
High blood glucose over 300; I have had a minimed 670g pump since (B)(6). I have been experiencing extreme high blood sugars and extremely low blood sugars. I am constantly wasting insulin because of this issue and keep having to change my site. Today I have changed my site (infusion set) and reservoir at least 5 or 6 times. At approximately 2:30 a.m my blood sugar hit 300 with insulin going in. I did not eat nothing beforehand. This pump either causes extreme highs or extreme lows. There was a recall on these pumps in the past. I have been through 2 or 3 replacement pumps and the issue has not changed. There are few days where it actually regulates my blood sugars. I have called technical support and customer service multiple times about the issues with their reservoirs and every time, their solution is always to replace my insulin pump. This issue is getting ridiculous and medtronic will not do anything about this issue and I believe this product needs to be recalled. FDA safety report ID # (B)(4).